Event description:
No new information.

Manufacturer narrative:
Additional information: h4, h6. The reported event could not be confirmed as no images or postoperative CT scans were available for review. The implant was designed and manufactured according to all quality procedures and showed an adequate fit based on the provided scan, with no physical fit test conducted prior to shipping since no host bone was ordered. The reported surgical delay of 30 minutes is likely due to the patient¿s complex anatomy and soft tissue presence, but the procedure was completed successfully without other adverse effects. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
It was reported that it was noticed during surgery that the implant did not fit as expected and the surgeon had great difficulty in using this implant for this patient.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.